Manufacturer narrative:
A patient experienced aneurysm spurium and atrioventricular (av) fistula (ae#1) categorized as serious defined by in-patient or prolonged hospitalization with admission date of (B)(6) 2025 and discharged date of (B)(6) 2025. The relationship to the study device is causal for vizigo and not related to other devices. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record evaluation was performed for the 00003011 finished device, and no internal action related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient received an index pulsed field ablation (paf) ablation procedure with a vizigo sheath on (B)(6) 2025 for access. (B)(6) 2025 was reported as the adverse event start date, with site awareness date on (B)(6) 2025; the patient experienced aneurysm spurium and atrioventricular (av) fistula (ae#1) categorized as serious defined by in-patient or prolonged hospitalization with admission date of (B)(6) 2025 and discharged date of (B)(6) 2025. The relationship to the study device is causal for vizigo and not related to other devices. Relationship to the index study procedure is causal and the event was expected/anticipated. The outcome is recovered/resolved with an end date of (B)(6) 2025. Intervention was av fistula surgery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).